Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such and treated with the insulin pump. Customer reported that the high blood glucose levels began overnight. The customer mentioned when she woke up in the morning she had the high glucose readings. Customer also stated they had a bent sensor but was not wearing at the time of the high blood glucose readings. Customer declined to troubleshoot for high readings. The product is not expected to return for analysis.